Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the customer that there was a radial insertion on (B) (6) 2010. The catheter remained in the patient for approximately twelve hours when personnel noticed, only by the changed pressure, that there was a potential rupture. As a result, the catheter was removed on (B) (6) 2010. Additional information received by (B) (4) on 2/1/2010 stated "the lower part of the catheter was removed surgically. Nothing was infused. A new catheter of the same product no. (Gh-04120-e) was used with no problems." No harm was done to the patient.